Manufacturer narrative:
(B)(4).

Event description:
It was reported that after going through a security system, the patient had a return of "pots" symptoms and neck pain. Additional information has been requested, a follow-up report will be sent if additional information becomes available.